Event description:
It was reported that the customer's insulin pump was dropped on the floor. The device alarmed an error and after changing the battery the customer noticed that the display was damaged. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and constant tone as a result of a faulty component on the interface board. Unable to confirm the error alarm.